Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to unspecified medical reason, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 18, 2024.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on january 18, 2024 was filed inadvertently. Explant had been reported in crem (B)(4). This report is submitted on february 26, 2024.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on january 18, 2024 was a duplicate. Any further information will be provided with report number 6000034-2012-01703.